Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia on (B)(6) 2020. The customer's blood glucose level at the time of the hospitalization was 157 mg/dl. The current blood glucose level was 122 mg/dl. The auto mode was not active at the time of the incident. The customer had low blood glucose event and had a car accident. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer also reported that the high blood glucose 447 mg/dl. The insulin pump will not be returned for analysis.